Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
(B)(6).

Event description:
The customer questioned inr results for 2 patients tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Based on the data provided, the results for 1 patient were discrepant. The patient was tested on the meter with a result of 3.8 inr. Since the result was higher than usual, the customer requested a laboratory test. The result from the laboratory using a sample drawn at the same time as the meter test was 2.7 inr. The result from the laboratory was closer to the patient's therapeutic range. The patient's therapeutic range is 2.1 - 2.4 inr. There was no allegation that an adverse event occurred.